Manufacturer narrative:
As reported in a research article, periventricular device closure of native congenital muscular ventricular septal defects in small infants = 5 kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: periventricular device closure of native congenital muscular ventricular septal defects in small infants = 5 kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome

Event description:
The article, "perventricular device closure of native congenital muscular ventricular septal defects in small infants = 5 kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome", was reviewed. The article presented a case study of a 4-month-old, 4.7kg patient with a muscular ventricular septal defect (vsd). It was reported that on an unknown date, a 16mm amplatzer muscular vsd occluder was chosen for implant. The diameter of the vsd measured 14.0mm. During procedure, it was noted the device had migrated immediately after release from delivery cable and caused a significant residual shunt. A decision was made to surgically reposition and fix implant position of the device while patient was under cardiopulmonary bypass. A pulmonary artery banding procedure was performed to treat significant residual shunt. [The primary and corresponding author was ahmet celebi, department of pediatric cardiology, dr. Siyami ersek training and research hospital for cardiology and cardiovascular surgery, istanbul, turkey, with corresponding email: dracelebi@gmail.com].